Manufacturer narrative:
An event of pericardial effusion led to cardiac tamponade was reported. Information from field indicated during procedure, heparin was administered, and activated clotting time (act) level was 280 seconds and patient was in normal sinus rhythm, based on the information received, multiple unsuccessful attempts were made to cross the defect using different sized non-abbott catheters. However, an 8f amplatzer talisman delivery sheath was inserted and the defect was successfully closed with the talisman pfo occluder. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. Information from field indicated that the cause of the pericardial effusion was unknown but likely due to either the exchange of several wires and catheters that could have injured the right atrial appendage or due to the angled glidewire entering the right atrial appendage causing a perforation. The reported intervention was a result of case-specific circumstances as pericardiocentesis was performed and 200 cc was drained. The patient was reported to be doing well, and plan was made for discharge. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 25-18mm amplatzer talisman pfo occluder was chosen for implant to close a patent foramen ovale (pfo). During procedure, heparin was administered, and activated clotting time (act) level was 280 seconds. The patient was in normal sinus rhythm. Initial attempts at crossing the defect with a 5f non-abbott catheter and a 3mm floppy j-wire were unsuccessful. Then attempts were made to cross the defect with a 0.035" angled glidewire through the same catheter, which were also unsuccessful. Attempts were made to cross the defect with a 6f non-abbott catheter with a 3mm floppy j-wire and a 0.035" angled glidewire, which were also unsuccessful. Finally, the defect was crossed with an 8.5f non-abbott sheath and the 0.035" angled glidewire, and the glidewire was placed in the left upper pulmonary vein. The glidewire was removed and replaced with a super stiff wire. The 8.5f sheath was removed, and an 8f amplatzer talisman delivery sheath was inserted. The defect was successfully closed with the talisman pfo occluder. Both venous sheaths were removed from the patient, and the groin was closed using perclose proglide devices. No protamine or reversal agent was administered during or after the procedure. The patient was moved to recovery. Approximately 20 minutes later, the patient became diaphoretic and hypotensive. A stat limited echo was performed, which showed a circumferential pericardial effusion with the largest dimension being 2.5cm. Cardiac tamponade was present. The patient was taken back to the cath lab and a pericardiocentesis was performed, which yielded approximately 200cc of bloody fluid. The drain was left in overnight. The cause of the pericardial effusion was unknown but likely due to either the exchange of several wires and catheters that could have injured the right atrial appendage or due to the angled glidewire entering the right atrial appendage causing a perforation. The patient was reported to be doing well and plan was made for discharge.